Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted one jaw leg was bent outward and damaged. The clip counter was no longer active and there were no clips in the shaft. The device was received fully fired, and a functional test could not be performed because the device was engaged in the end of firing safety interlock. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur if the distal end of the device is subjected to excessive manipulation during application of the instrument. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, the device jaw has been opened and the clip did not fire. There was no patient injury.